Event description:
Healthcare professional (hcp) reported a patient was treated with 1 ml of juvéderm® volux¿ into the corners of the jaw. Approximately 2 months later, patient became infected with covid-19, deemed not device related. Approximately a month later, patient develop inflammation and swelling from the left side where volux was injected. The patient was treated with unspecified antibiotics for 3 weeks and then for 2 weeks with cortisone. Hcp also injected hyaluronidase. As soon as the cortisone¿s dose began to decrease, the swelling appeared again and this time on the other side. After a prolonged period of oral administration of methyl prednisolone, several injections of hyaluronidase, and 3 drainages of brownish fluid from the injection sites, the symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.